Event description:
It was reported that the user¿s healthcare provider advised a factory reset of the ilet system paired with a libre 3 plus sensor due to reports of frequent low glucose readings, and customer care guided the user through a factory reset while the user¿s blood glucose was 213 mg/dl. Customer care provided troubleshooting and education. Investigation of this case revealed that the cause of the reported hypoglycemia was unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded that the event was unconfirmed and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.